Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies related to the event were found. The root cause of the reported event is likely due to transit damage. Evaluation of the returned packaging and provided pictures confirmed damage to the sterile packaging blister; stem has pierced through the sterile packaging. Sterility has been compromised. The likely condition of the product when it left zimmer biomet was conforming to specifications. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that the stem pierced out of the sterile package and the sterility was compromised. No adverse events have been reported as a result of the malfunction and additional information on the reported event is unavailable.